Event description:
A doctor reported they obtained high readings when carrying out control solution tests using the customer's precision xtra meter. The doctor stated they obtained readings of 4.3 mmol/l and 4.1 mmol/l, which were outside the control solution range of 1.6 mmol/l to 3.3 mmol/l. As a result of obtaining readings believed to be 27.3 mmol/l and 27.4 mmol/l the customer's insulin dose was increased causing her to become ill. This led customer to take time off from work. The details on customer's illness were not provided. Through discussion with abbott diabetes care customer service, it was later determined the doctor had been reading the results obtained from the meter as mmol/l instead of mg/dl (the units of measure the meter was set to). The control solution readings obtained were within specification when compared to the mg/dl control solution range. The customer's glucose readings were, in fact, 273 mg/dl and 274 mg/dl. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within range specification, the standard deviation was within specification and no errors were observed during control solution testing.